Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that a (B)(6), male patient suffered a cardiac tamponade requiring medication and pericardiocentesis after a successful cardiac ablation procedure. No device malfunction was reported and no error messages occurred during the procedure. After transseptal puncture the blood pressure dropped (80 und 90 mmhg systolic), but no pericardial infusion was observed in ultrasound. After procedure pericardial infusion was observed in ultrasound/echo and 600ml of blood removed. In the evening, the patient developed fever and was subsequently diagnosed with urinary tract infection and pneumonitis the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) male patient suffered a cardiac tamponade requiring medication and pericardiocentesis after a successful cardiac ablation procedure. No device malfunction was reported and no error messages occurred during the procedure. After transseptal puncture the blood pressure dropped (80 und 90 mmhg systolic), but no pericardial infusion was observed in ultrasound. After procedure pericardial infusion was observed in ultrasound/echo and 600ml of blood removed. In the evening, the patient developed fever and was subsequently diagnosed with urinary tract infection and pneumonitis. Ablation parameters were 20 w posterior and at roof, all other parts 30 w. Multiple attempts were done to request for further details of event. However no additional information has been provided.